Event description:
It was reported to boc gases americas on or about 8/21/98 that an incident occurred on 8/20/98 involving an e size cylinder of oxygen usp which resulted in an injury and hospitalization of a country emergency medical services tech. Reps from boc gases americas have met with county officials investigating this matter. However, access to the cylinder and remaining components has been denied to boc gases due to the investigation and analysis being conducted under county jurisdiction. During a shift change, an emergency medical services tech was performing an equipment check. During the equipment check, an e size oxygen cylinder was being examined to insure it was full. It was reported that the valve ejected from the cylinder and the contents ignited. A fire resulted, allegedly causing second and third degree burns on the hands, arms, stomach and thighs of the emergency medical services tech. The emergency medical services tech was hospitalized for these injuries. It was further reported to boc gases from the county on or about 9/16/98 that the investigation concluded that the oxygen regulator was the contributing cause of this incident. The oxygen regulator is not a part of the oxygen cylinder when the county receives the cylinder from the gas supplier. It is a component which is added at a later date by the county.